Manufacturer narrative:
Manufacturer report 2017865-2017-35202, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).¿

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the right ventricular lead exhibited non-sustained right ventricular lead noise. Micro fracture was suspected. All other parameters were noted to be stable. Secure sense algorithm prevented shocks due to lead noise. The existing system was not explanted due to age factor. It remains in situ and has been turned off. A new system was implanted on the right side on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.